Manufacturer narrative:
It was confirmed the cable caused a bias current error and had high impedance by the service technician through functional evaluation. During the inspection, no external, physical damage was found. The device was scrapped at the manufacturer.

Event description:
It was reported that the tps handpiece cord displayed a bias current message when connected to the console during a routine equipment evaluation at the user facility, by a manufacturers' service technician. There was no patient involvement, and there were no user injuries or adverse consequences.

Event description:
It was reported that the tps handpiece cord displayed a bias current message when connected to the console during a routine equipment evaluation at the user facility, by a manufacturers' service technician. There was no patient involvement, and there were no user injuries or adverse consequences.

Manufacturer narrative:
A follow up report will be filed after the quality investigation has been completed.